Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced drainage, infection, recurrence, failure of mesh, exposed and protruding mesh, and pain. Post-operative patient treatment included wound debridement, revision surgery, mesh removal surgery, and hernia repair with mesh.